Manufacturer narrative:
Omit: other occupation, report source other, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: initial reporter occupation, report source. Additional information: device eval by manufacturer? Initial reporter phone #, imdrf annex a, b, c, d, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion could not be confirmed from the log analysis or replicated during the extensive laboratory testing. The suspect pump was found to be infusing within specification with no observances of unregulated flow occurring. All rate accuracy testing was performed in compliance with aami tir101:2021 fluid delivery performance testing for infusion pumps. Internal and external inspection did not observe any anomalies related with the reported issue; the door latch sear was also found to be properly closing the administration set safety clamp when the door was opened. A review of the pump modules and pcu error logs showed no errors related to the reported incident. On (B)(6) 2025, at 10:38 am, the first infusion with the reported parameters was programmed with the suspect device by guardrails IV fluids with a rate of 150ml/h and vtbi (volume to be infused) of 960ml. The profile in use was identified as ¿adult¿. The infusion started with a pvi (primary volume infused) of 0ml. At 12:08 pm the infusion stopped by an ail (air in line) alarm with a pvi of 225.83ml. From 12:09 pm to 12:25 pm the user pressed the silence button eleven (11) times, then, the pump was powered off with a pvi of 225.83ml. No further infusions with the incident parameter were performed the day of the reported issue. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Bd alaris system user manual (v12.3.2), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Root cause: the root cause of the reported over infusion could not be identified from the log analysis or from device laboratory testing. The suspect pump module was fully tested, evaluated, found to be infusing within specification and no issues or anomalies were observed during laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion. There was patient involvement, but no harm. Additional information received: it was reported an over infusion of dextrose 5% in 0.45% nacl with kcl 40 meq. On (B)(6) 2025 at 1045 the dextrose 5% and 0.45% nacl with kcl 40 meq was to infuse at a rate of 150ml/hr with a total volume to be infused of 1000ml over six (6+) hours. However, 1000mls infused in approximately 40-50 minutes. No other infusions were running at the time of the event. Per report "EKG, blood glucose and lab work was performed, there was no significant harm to the patient." The infusion was programmed manually using guardrails drug library.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion. There was patient involvement, but no harm. Additional information received: it was reported an over infusion of dextrose 5% in 0.45% nacl with kcl 40 meq. On (B)(6) 2025 at 1045 the dextrose 5% and 0.45% nacl with kcl 40 meq was to infuse at a rate of 150ml/hr with a total volume to be infused of 1000ml over six (6+) hours. However, 1000mls infused in approximately 40-50 minutes. No other infusions were running at the time of the event. Per report "EKG, blood glucose and lab work was performed, there was no significant harm to the patient." The infusion was programmed manually using guardrails drug library.